Event description:
It was reported the subject device exhibited power failed to turn on. The issue was found at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board is defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power failed to turn on due to printed circuit board is defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.